Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog#7753807, 510k#k123656, UDI#(B)(4)   was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical thoracic posterior fixation at c4/th4. Post-op, tapered rod was broken near c7/th1. It was observed during the operation. No any fragment of the implant remaining in the patient. The broken rod was removed. Fusion for extending was performed to the cranial side using connector.